Event description:
The date of event is unk. Customer reported set leaked blood onto the floor. The nurse found approx 20-25ml of blood on the floor leaking from the set. There was no pt harm. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.